Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 5 meter issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This correction is being sent to add additional information that was missing from a previous supplemental report.follow-up # 3 (6/24/2013)-device evaluation: the patient¿s product has been returned and evaluated by lifescan product analysis on 5/16/2013 with the following findings: the meter involved with this complaint failed testing. The spc pins were all found to be contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.